Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probalbe cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 12/03/96. On 12/6/96, the pt had CABG surgery. On 12/10/96, dried blood was noted in the balloon membrane when the doctor removed the iab. No alarms sounded from the another co's pump. (Event complications: none from the event - reported 12/20/96. (Pt's current status: unk - rpt'd 12/20/96.